Manufacturer narrative:
(B)(4). The date of manufacture was unknown. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure of the spine, it was observed that the attachment device had worn bearings which was causing chattering and heat. There were no delays to the surgical procedure as a spare device was available to complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the worn bearings causing the chattering was confirmed. However, the reported condition of heat was not confirmed. The device was tested and was found that a cutter device could not be inserted into the attachment device. It was determined that the cutter could not be inserted because the bearings were worn out and not allowing the cutter to pass through. It was determined that the issue was consistent with normal wear over time. The assignable root causes were determined to be due to normal wear over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as 11/13/2012. The UDI has been updated accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly.